Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one was bent, causing side to side misalignment of the grips. There was .037 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. The instrument passed electrical continuity testing. It was concluded that the damage to the grip was likely due to mishandling/misuse. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .296 and .182. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tips on the maryland bipolar forceps instrument were not approximating. There was no report that any fragments from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.